Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (switch 2 had an air leak) was confirmed due to a scratch on switch 2, there was a water leakage. In addition to the foreign objects in the nozzle, there was water leakage due to a scratch on switch 1, the paint on the suction cylinder was peeled, the suction cylinder was shaved, the paint on the air/water cylinder was peeled, the control unit had discoloration, the adhesive on the bending section cover had a chip, and the play of the up/down knob was out of standard value. The following components had scratches: the scope connector cover unit, the scope connector, the universal cord, the flexibility adjustment ring, the grip, the scope connector cover, the plastic distal end cover, the free/engage knob, the right/left knob, the up/down knob, the control unit, the switch box, the free/engage lever, and the connecting tube. A review of the device history record confirmed the device was shipped in accordance with specifications. It has been ten years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material could not be determined since it was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). The issue is addressed in the operation manual: chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system: ¿inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. Inspection of the water feeding function. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that when using an evis lucera elite colonovideoscope, switch 2 had an air leak. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.